Event description:
During coil embolization of a sphenopalatine artery aneurysm, a deltamaxx (cdx180625-30/c30540) was chosen as the 1st coil to be inserted, but when it was connected with the enpower control cable (ecb000182-00/c24275) to be detached, the green system ready light did not illuminate. The deltamaxx was replaced with another coil, but still the light did not illuminate. The cable was replaced with another one, the light illuminated and the replacement coil was successfully implanted. The procedure then proceeded and was completed without further issues or delay. The same dcb was used throughout the procedure. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained through the microcatheter at all times. It is unknown if the pre-deployment electrical check was performed. All connections appeared to fit properly without application of force. No visible defect/damage was noted on the products prior to the events and there was no report of coil damage during the procedure. The complaint products will be returned for analysis. No further information is available.

Manufacturer narrative:
Age, gender, weight, and concomitant medications were now provided. Concomitant medical products: an enpower control cable (ecb000182-00/c24275) and a coiling support (hi-lex corporation, type unknown) was used for this procedure. Complaint conclusion: the devices were returned for analysis. As viewed through the sheath and later outside, the end of the coil was found to have been returned damaged at the proximal end. The circumstances of how and when this unreported damage to the coil occurred cannot be determined. The remainder of the coil is undamaged. The detachment fiber did not receive heat and melt. Upon receipt, the device positioning unit (dpu) passed electrical testing with resistance at 51.6 ohms and the enpower systems go green light illuminated. Using the ecb connecting cable (c24275, pi 1-265920455), the returned coil was detached on the first detachment cycle. Post-detachment resistance of the microcoil system passes at 51.7 ohms. After the in-house coil detachment it was found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The detachment difficulty could not be confirmed since laboratory testing could not duplicate the field complaint, and the complaint coil was able to be detached using the complaint cable. The root cause of the complaint could not be determined. In addition, without the return of the unspecified detachment control box (dcb) used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event; however, it was reported that the dcb worked properly with subsequent coils. It was reported that it was unknown if an electrical pre-deployment check was completed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ since there was no evidence of a manufacturing issue related to this complaint, no corrective action will be taken at this time. This is an initial/final MDR report.